Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on 06/08/2018 stating that minute ventilation (mv) chop on ra causing inappropriate anti tachycardia response and jumpy impedance was noted on this lead, biggest jump approximately 550 to 1508 ohms. The following physician was (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)